Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that during patient use of a cadd®-legacy duodopa pump, the patient fell into the water while fishing and the pump no longer worked. The patient had four stitches on his tibia, had "been to the hospital", and the pump was changed. It was noted that the patient fell due to a "freezing phenomenon". The cause for the visit of the hospital is unknown, and the reporter stated that no additional information was available.

Event description:
It was additionally reported that the freezing phenomenon was related to the patient's parkinson's symptoms, causing lack of movement.

Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One used infusion pump was returned for evaluation. Initial visual inspection found the pump to be in good physical condition. The pump did not show obvious evidence of the reported fluid ingression. Upon simulated use testing, the pump did not power on, and it displayed a "1660 error." The pump alarmed constantly when power was applied. It was not possible to retrieve any pump history logs. The pump was opened for further investigation. Multiple areas of corrosion were detected, most likely due to the fluid ingression. The root cause of the reported issue has been attributed to fluid ingression as a result of use of the device in a manner inconsistent with the operator's manual/ instructions for use.